Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An engineering review was completed, and additional information was obtained: procedure logs were reviewed and showed a firing failure with a blue reload using the reported stapler. The firing was completed to ~52% completion, which aligns with the forward progression of the shuttle and knife on the returned reload. Reload was visually inspected and the blade was not found to be exposed at the point of failure. The blade appeared to have rotated forward and towards the left inner track wall, deforming the cartridge material. Skiving marks were observed to the proximal end of the inner track on the left side of the reload. The skiving exhibited more severe deformation in between the first and second row of pusher sets. The blade cutting edge was found lodged into the inner track wall but had not interacted with any pusher sets. The reload was cut open to inspect internal components. Upon disassembly, it was revealed that the shuttle knife seat had been breached by the proximal end of the knife base. The knife had rotated forward, allowing the base of the knife to break through the proximal end of the knife seat. The shuttle ramps were also bent inwards, likely related to the rotation of the knife. All shuttle and cartridge fragments appear to have been retained by the reload cover and components. Additionally, at some point the knife legs met the inner track wall, a were dragged through the material as the I-beam continued progression the fire. The result of the dragging was a slight bend in both knife legs, with the left knife leg having a more severe bend. The shuttle assembly was removed and the knife cutting edge was inspected. There was a larger mechanical indentation to the blade tip, however most of the cutting edge was free of any major damage. The break of the shuttle knife seat, which allowed rotation of the blade, is indicative of high loads on the reload. It is possible that the tissue condition led to high forces on the reload and breakage of reload components. After the shuttle broke, the dragging of the knife along the reload material caused the firing forces to exceed the pre-determined threshold, resulting in a partial fire.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 45 stapler failed to fire staple loads. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected with no noted damage and the reload used at the time was blue. The reload was used due to being close to expiration. The stapler misfired twice and worked on the third attempt. The tissue was the bowel and was not calcified. There was no tissue bunching. The stapler failed to fire and partial fired. Pieces scattered inside the patient. There was no tissue push and there were malformed/unformed staples. The reload was not stuck to tissue. The error message received was "tissue too thick to continue". The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. The bleeding was normal expected bleeding as part of the procedure. Blood loss for the procedure was less than 100 cc's. There was no blood transfusion. There was no unplanned tissue removal. To deal with holes/gaps, a new stapler and reload was used to address the issue. Confirmed that all the loose staples were able to be collected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The reload accessory was returned with a complaint 45 stapler failed to fire staple loads. There was no damage the reload. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There was no damage to the reload or its components. No product issue was identified. Additionally, failure analysis found the primary failure of blade rotation to be related to the customer reported complaint. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site if the rotated blade. Moreover, the reload was found to have cartridge damage. The cartridge was damage in between the knife track at the site of the blade rotation. Review of the provided image was consistent with the malformed staples that fell in the patient.